Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's leads, was considered not magnetic resonance imaging (MRI) conditional. After a MRI scan, the patient reported that her heart was hurting. The patient was referred to the clinic. This crt-d system remains in service. No additional adverse patient effects were reported.